Manufacturer narrative:
No RMA has been initiated for this issue. Model bs3180-111-ae-00 serial number/date code (B)(4) is approximately 8 years 2 months old. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female whose height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown..

Event description:
End-user's husband called in alleging when his wife was re-entering her bed, she came in contact with the lower part of the bed rail and alleged the tubing portion of frame is sharp and the black plastic caps are ineffective. Minor injury alleged.